Event description:
Complaint rec'd concerning flow/leakage issues with use of z2462 107" 15 drop, 3 gang 1o2 manifold with check valve clave primary set. The facility is reporting an incident where "..backflow of blood from pts IV line up the tubing and leaking at the manifold. Approx 20cc of pt blood loss. Most likely due to a defective valve on the manifold. IV bag was elevated on an IV pole and bp cuff was on non-IV side." The device set was removed and replaced with no further problems encountered.

Manufacturer narrative:
MFR's investigation: device return - one used z2462 primary set was returned for testing and analysis. Engineering testing performed on the returned used z2462 primary set recorded one of the three 1o2 valve ports exhibited retrograde leakage when tested at 5psi. The remaining z2462 primary sets 1o2 valves, components did not exhibit any leakages or performance abnormalities. Based on the engineering testing and analysis the reported product issue was confirmed on the one returned used z2462 device set. A review of the complaint database for similar devices/1o2 flow issues did record add'l reports and investigations. A review of those investigations recorded mixed results including usage errors; no defect found; mfg; cannot determine. Method - analysis and investigation - as part of the MFR's continuous improvement initiatives a multi-discipline team was initiated to perform in-depth analysis of intermittent field reports of 1o2 component issues. Engineering studies of affected equipment and processes, molding parameters, relevant component design and dimensional attributes and potential variables were conducted. These on-going studies and relevant data have identified interim improvements including minor modifications to the welding process where data studies have shown improved crack spec that reduce potential retrograde. Current production is running with these modified parameters. Additionally, minor design changes were implemented to the cap/1o2 buttons that have shown to minimize any potential seal anomalies. Current engineering efforts are focused on add'l design and molding enhancements to further minimize potential variables. Heightened inspection criteria including tighter concentricity callouts have been implemented. These improvement are being monitored concurrent with efforts on further design improvements. Conclusion: based on the engineering analysis of the one returned used device set, the reported problem was confirmed. Although the exact cause(s) are unk, the MFR has initiated heightened inspections and various improvements to address these types of unusual product/component issues.